Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.

Event description:
The patient experienced intermittent withdrawal episodes beginning about two years after implant. He experienced a metallic smell and taste prior to each withdrawal episode. The physician performed dye and rotor studies and both were ok. The reservoir volume was also ok. The pump initially contained morphine sulfate which was changed to dilaudid and then fentanyl. Saline had been in the pump for 1 to 1.5 years and then it was explanted. Further information is being requested from the hcp.